Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. Review of stored device memory noted pacing impedance measurements gradually increased. The lead configuration was reprogrammed to bipolar pacing and unipolar sensing and monitoring will be continued. No adverse patient effects were reported. This product remains in service.